Manufacturer narrative:
Two samples were returned and confirmed to have no eyes. Lot history records displayed no evidence of the defect. Mfg opened an investigation and determined problem was due to operator error. Intensive retraining was done in 11/1994. This lot was produced prior to retraining.

Event description:
The tube contained no eyes.